Event description:
It was reported during in clinic follow up that the patient presented with bradycardia and the right ventricular lead exhibited failure to capture. Chest x-ray revealed micro-dislodgement. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix and by applying torque to the connector pin, the helix could be extended/retracted, and helix extension length was measured to be within specification.